Manufacturer narrative:
Conclusion: weld warranty paper work to be submitted as this condition is not repairable in field.

Event description:
It was reported via repair work order that the patient right weld break on the litter at the latch spindle, exposing a sharp edge. The siderail would not latch due to damaged latching spindle weld. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.